Manufacturer narrative:
One fast fix 360 ((B)(4)) was received without the device¿s anchors or sutures. As found, the device did not advance. It appeared that the needle had a slight bend. Gently straightening the needle allowed the deployment mechanism to complete its cycle. The actuator then advanced properly, and the advancement system now cycles repeatedly as intended. The needle delivery system is delicate. Even slight bending can interfere with proper deployment. It is unknown how the device acquired this condition. After the evaluation the root cause for the reported issue cannot be confirmed with confidence, but is likely to be attributed to user error. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. Corrected lot number determined after device was returned to manufacturer.

Event description:
It was reported that t2 of the fast-fix system would not deploy. All implants from the failed device were removed, and surgery was completed with a backup device. No patient injury or complications were reported.